Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. During interrogation of the device with a programmer, a code was observed on the programmer when attempting to save data from this device in the english language. The issue was resolved when the language was changed to japanese. Boston scientific technical services (ts) discussed submitting the copy of device memory for analysis. Available information suggests this device remains implanted and in service. No adverse patient effects were reported.